Event description:
Customer reported receiving erratic glucose readings from their freestyle freedom meter. Customer reported experiencing symptoms of shakiness, "severe hunger", sweating and one episode of seizure. Customer reported he had glucose gel before the seizure then food and milk after the seizure occurred. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The device has been returned and an investigation did not confirm the complaint. All results were within range specification and no errors were observed during control solution testing.